Event description:
A physician reported that the vitrectomy probe (cutter) could not aspirate during surgery (unknown procedure type). The surgery was completed by replacing with same product. There was patient contact but no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).